Event description:
Pt reported "I had gastric bypass in...[year] and I went to the ER and the doctor look an x-ray, had me drink some stuff, and said it was leaking." Pt's husband reported "the doctor said it looked like a band or something came loose." In reference to the x-ray. Additionally, pt stated "when I went back or for my six weeks checkup, the doctor was not happy with my weight loss." The pt could not recall if the pt had the lap-band system, or another gastric band, implanted. The reported event has not been confirmed by a healthcare professional. Follow up in progress. This report was initiated to the FDA because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint and the pts' surgeon were asked to return the product, if explanted, for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Inadequate weight loss is a physiological complication and analysis of the device in general does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. "Caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling address the possible outcome of inadequate weight loss as follows: (B)(4).